Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely elevated magnesium result for one patient. The customer uses the reference range 1.9 ¿ 2.8 mg/dl. The following was provided: initial result 2.98 mg/dl result, repeated 1.1 mg/dl, repeated on another analyzer 1.1 mg/dl and 1.1 mg/dl. Patient history 1.3 mg/dl. The customer reported out 1.1 mg/dl which was not questioned by physicians. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr performed multiple troubleshooting services including; replacing sample and reagent probes, manually cleaning cuvettes, and replacing cuvette dry tips. Since multiple parts were replaced, adjusted, or cleaned, the architect (serial number c461712) was considered the likely cause of the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the complaint. There have been no further reports of discrepant results from the customer after the current complaint. Review of tracking and trending for the alinity c/clinical chemistry did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect (serial number (B)(4) ) was identified.